Event description:
Doctors office reported they are treating a patient for back pain. Patient who experienced collapsed disc's, l4-5, l5-6, was implanted at facility in california with two prodisc-l on (B)(6) 2004. Patient had moved, experienced pain and returned to another surgeon. Patient is being refereed to surgeon in seattle with CT myelogram. This is two of two reports for this event.

Manufacturer narrative:
Doctors office reported they are treating a patient for back pain. Patient who experienced collapsed disc's, l4-5, l5-6, was implanted at facility in (B)(6) with two prodisc-l on (B)(6) 2004. Patient had moved, experienced pain and returned to another surgeon. Patient is being refereed to surgeon in seattle with CT myelogram. This is two of two reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information from received questionnaire.

Event description:
It was noted this was not a failed implant. Patient had another surgery which provided scar tissue.